Event description:
Literature was reviewed regarding outflow graft obstruction. The authors described a patient who was admitted to the hospital due to general malaise and their ventricular assist device (vad) exhibited low-flow alarms. Computed tomography (CT) angiography demonstrated an outflow graft obstruction, which was confirmed with intravascular ultrasound. The stenosis was treated with a balloon-expandable covered stent. The vad remains in use. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
### This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: percutaneous management of left ventricular assist device outflow graft obstruction. Euro intervention. 2022; 18:e353-e354. Doi: 10.4244/eij-d-21-00899 additional products: d1: heartware ventricular assist system. ¿ outflow graft d4: model #: unknown/ catalog #: unknown/ expiration date: unk / serial or lot#: unknown UDI #: asku d10: no h4: mfg date: unk h5: yes h6: patient code(s): e020204 h6: device code(s): a1409 h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d12 ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: one (1) pump with unknown serial number was not returned for evaluation. Review of the available log file screenshot revealed a decrease in power consumption and estimated flows starting on (B)(6) 2021. Of note, the outflow graft was stented which lead to an increase in estimated flows. Raw log files were not available for analysis. As a result, the reported low flow event was confirmed. Based on the available information, the reported low flow event can be attributed to the observed obstruction. One (1) outflow graft with unknown lot number was not returned for evaluation. The reported event was confirmed via visual evidence provided which revealed an obstruction of the outflow graft. The device may have caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: heartware ventricular assist system ¿ outflow graft d4: model #: unknown/ catalog #: unknown/ expiration date: unk / serial or lot#: unknown UDI #: asku d10: no h3: yes h4: mfg date: unk h5: yes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.